Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: slight wrinkle in the universal cord sheath and the light guide bundle was interrupted and weakened slightly. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image turned green due to component failure of the insertion section, a slight wrinkle in the universal cord sheath due to component failure of the universal cord and the light guide bundle was interrupted and weakened slightly due to component failure of the lg bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image of subject device turned green during service / maintenance. There were no reports of patient involvement.